Manufacturer narrative:
Additional information: b5. Correction: please retract this report 2017865-2020-19269. There is no complaint on any product.

Event description:
New information received notes there was no complaint on an abbott or any product. It was discovered by the clinician that the abbott product had been replaced by a boston scientific device. Abbott confirmed the patient's older device had already been returned to abbott with no complaints and was not in the patient at the time of the event. The inability to interrogate was due to no abbott device in the patient at the time of interrogation as it had been replaced by boston scientific. There was no complaint or patient consequences.

Manufacturer narrative:
Product details (serial, model etc.) As well as patient information were not available - could not be verified. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implanted cardioverter defibrillator could not be interrogated due to a depleted battery. The patient had not received a device check and was not being monitored remotely so it was unknown whether this was early depletion or normal end of service. It was unknown whether the device had been replaced. The patient was stable.